Event description:
Patient is an elderly gentleman with a hm ii lvad implanted a few years ago admitted recently from the outpatient clinic for concerns of sub-acute progression of drive line infection due to increasing pain, induration, and drainage from the driveline exit site. Wound cultures from his driveline exit site were positive for both (B)(6). (B)(6) was resistant to pcn/oxacillin, but otherwise pansensitive. The driveline site after 2 days of antibiotics was already without purulence and appeared improved. Infectious disease recommended discontinuing the vancomycin and cefepime, and giving one dose of dalbavancin 1500 mg IV, which is a glycopeptide antibiotic for acute bacterial skin and skin structure infections and lasts up to one week. Accordingly, they recommended, to start doxycycline 100 mg by mouth twice a day for indefinite use. He will also perform daily driveline dressing changes for the time being.